Manufacturer narrative:
Updated sections - b4, b5, d9, g3, g6, h2, h3, h6 ( type of investigation, investigation findings, investigation conclusion), h11. Corrected fields - h6 (health effect ¿ clinical code and health effect ¿ impact codes) no decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. Each iab manufactured is 100% inspected and the controls put in place during the manufacturing of the iab would catch a defect and not allow non-conforming device to be released. The trend review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Complaint (B)(4).

Event description:
During routine cath lab education, customer mentioned that she recalled in recent months where they had experienced difficulty in getting the balloon catheter through the sheath during insertion in 1-2 instances. Her recollection was that they were eventually able to insert the balloons but thought it was more difficult than expected. There was no patient impact.

Manufacturer narrative:
Due to character restrictions in block e1 event site name: (B)(6) hospital. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided, we will send a supplemental report with our additional findings. Complaint ID: (B)(4).

Event description:
During routine cath lab education, customer mentioned that she recalled in recent months where they had experienced difficulty in getting the balloon catheter through the sheath during insertion in 1-2 instances. Her recollection was that they were eventually able to insert the balloons but thought it was more difficult than expected.